Event description:
During product evaluation by a baxter service technician, a mini-infuser was found to have a loose motor. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. "This complaint is an ancillary service event." The cause was identified to be a loose motor. "No further testing has been completed at this time and no repairs have been performed as the customer refused service and requested that the device be returned unrepaired." If any additional information is received, a follow-up will be sent.